Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2024-00170 and device 2 is being reported under MDR-2247858-2024-00171. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. "

Event description:
"Disease progression causes type iii endoleak between both grafts and type ib endoleak at the distal end of the extension graft. On a cta made 2 years ago, there was only the distal ib, and still a little overlap between the 2 grafts. Plans were made to treat the distal endoleak, and also cover the transition zone with a short tevar, but the patient cancelled the scheduled surgery, and then refused to be treated at that time. Additional communication from (B)(4) from email dated july 01, 2024: implant of the graft was straightforward and uneventful, and the type iii endoleak was excluded successfully as mentioned before, it is believed that disease progression, with further dilatation and elongation of the descending aorta caused the grafts to separate. I have no surgery CT images." Patient outcome: "tevar is planned to cover the type iii endoleak. Based on follow-up email, the type iii endoleak was resolved with the newly implanted custom stent-graft but the type 1b (distal) endoleak was not treated due to refusal by the patient."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2024-00170 and device 2 is being reported under MDR-2247858-2024-00171. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Disease progression causes type iii endoleak between both grafts and type ib endoleak at the distal end of the extension graft. On a cta made 2 years ago, there was only the distal ib, and still a little overlap between the 2 grafts. Plans were made to treat the distal endoleak, and also cover the transition zone with a short tevar, but the patient cancelled the scheduled surgery, and then refused to be treated at that time. Additional communication from (B)(4) from email dated july 01, 2024: implant of the graft was straightforward and uneventful, and the type iii endoleak was excluded successfully as mentioned before, it is believed that disease progression, with further dilatation and elongation of the descending aorta caused the grafts to separate. I have no surgery CT images." Patient outcome: "tevar is planned to cover the type iii endoleak. Based on follow-up email, the type iii endoleak was resolved with the newly implanted custom stent-graft but the type 1b (distal) endoleak was not treated due to refusal by the patient."